Manufacturer narrative:
The reported complaint of "catheter leak" was not confirmed during functional testing of the returned cool line catheter (lot # 141965). No issues or discrepancies were found on the catheter. No leak or malfunction was observed during testing, and the catheter functioned as intended. Visual inspection of the returned catheter was performed. No physical damage was found on the catheter. The balloons were examined, and blood residues were observed on the balloons. Functional pressure leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. The catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi, and no issues were observed. The balloons did not leak during inflation and deflation. In addition, the returned catheter was connected to a known good suk and ran on a peristaltic pump for 10 minutes at a high-speed rate. No leak was found, and the catheter functioned as intended. During further functional testing, the returned catheter was connected to a known good suk and ran on a console system in both warming and cooling modes for a total of 2 hours. No leak was observed on the catheter. The balloons were properly warming during the warming mode and cooling during the cooling mode. The red pinwheel of the suk was spinning as normal. No problem was found, and the catheter performed as intended.

Event description:
While inserting the cool line catheter (lot # 141965), the nurse noticed that saline was leaking from the balloons of the catheter. The catheter was removed and replaced. The customer did not provide any further information. Patient's status information was requested, but the customer did not provide a response; therefore, patient's status is unknown.